Event description:
The customer reported that this unit is used in a helicopter, and when the unit is shaken, it reboots

Manufacturer narrative:
The customer reported that this unit is used in a helicopter, and when the unit is shaken, it reboots. The unit was evaluated at philips, and the failure was verified. Replacement of the internal memory card resolved this failure.